Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient experienced more pain with infusion set compared to the previous infusion set. This increased pain required more frequent site changes and caused additional discomfort, as the patient felt like the site moved when changing the tubing. It was reported that the patient had site pain (infusion site pain) for about five days after each site change. She had also been experiencing back pain. On (B)(6) 2025, the patient was hospitalized for 24 hours due to a rapid heartbeat of 150 bpm (heart rate increased, hospitalized) and was started on amiodarone which had been helping. On (B)(6) 2025, the patient had her last site change and, in (B)(6) 2025, she had been experiencing normal site pain, redness (infusion site erythema), and discomfort (infusion site discomfort). She had experienced more pain with the cleo infusion set than with the previous infusion set, which required more frequent site changes, and she felt like the site moved, causing more discomfort when changing tubing. Concomitant medications included amiodarone and oxygen. Relevant medical history included pulmonary arterial hypertension (pah). The action taken with sq remodulin had been to not change the dose due to the events of increased heart rate, bendopnea, dyspnea, dyspnea exertional, back pain, infusion site pain, infusion site erythema, and infusion site discomfort. The reporter had not provided causality for the events of increased heart rate, bendopnea, dyspnea, dyspnea exertional, back pain, infusion site pain, infusion site erythema, and infusion site discomfort with sq remodulin. The reporter's causality for the event of infusion site pain with the cleo infusion set and minimed silhouette infusion set was considered to be possibly related. The company had assessed the serious adverse events of increased heart rate and bendopnea as not related to sq treprostinil. Given that the patient's breathing status had worsened, which was associated with the symptom of exertional dyspnea, the reported events were likely related to the cardiac complications associated with the underlying pulmonary arterial hypertension (pah). There was a patient involvement and patient harm/adverse event reported.